Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer reported that, "an inaccurate high blood glucose result led him to the hospital." At 9:04 am the consumer performed a blood glucose test getting a result of 206 mg/dl. It is unknown if the consumer administered any oral or insulin based on this result. The consumer stated, "around noontime he wasn't feeling well and his wife called the emts and by the time they arrive he was unconscious." When the emts performed a blood glucose test on their unknown brand of glucose meter they received a result of 54 mg/dl. The consumer was treated with glucose IV and an oral med (unk). He was transferred to (B)(6) but was not treated and was released several hours later. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot # 1020214027. Expiration date: 01/2016. Control solution lot # 1030113176. Range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should nay significant findings be a result of the investigation, a follow-up report will be filed.